Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received by the user facility. No ventilator logs have been provided and no service on the ventilator has been requested by the user facility. Information about the current status of the ventilator has not been provided. Since there is no information about performed troubleshooting or repair by the user facility, it is not possible to determine the root cause of the reported failed internal leakage test at pre-use check. It is also not possible to confirm the reported event since no device logs were received for investigation.

Event description:
(B)(4).